Event description:
It was reported via user facility medwatch # 5157457 that balloon rupture occurred. A 4.00 mm x 38 mm synergy xd drug-eluting stent was inserted into proximal mid right coronary artery (rca). The stent was positioned. However, the balloon burst upon inflation for stent deployment at 20 atmospheres. The stent delivery system was removed with the balloon remaining intact. A contrast injection to the rca, observed under fluoroscopy, confirmed that the stent was deployed in the appropriate location. There were no patient complications reported.